Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's (B)(6) scs system exhibited high impedances. Surgical intervention was undertaken during which time the lead measurements were normal when disconnected from the extension. As such, the extension was explanted and replaced. Effective stimulation was restored following the procedure. The model and implant date of the concomitant lead is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.